Manufacturer narrative:
This is one of two products involved in the same patient and reported under manufacturing number, 3003742446-2007-0055, 3003742446-2007-00056, 3003742446-2007-00057 and 3003742446-2007-00058. Additional information will be submitted within thirty days upon receipt.

Event description:
This male patient presented at the hospital in acute myocardial infarction and received two cypher stents placed in the right coronary artery (rca) in an emergency percutaneous intervention. Six days later both stents thrombosed with complete occlusion. Two more cypher stents were placed, one in the proximal rca and the other in the circumflex. Three days later, the second pair of stents thrombosed requiring a thrombectomy with aspiration. Patient was on anticoagulant therapy since the index procedure. There was no report of injury to the patient.